Manufacturer narrative:
(B)(4). Concomitant medical products: persona natural tibia cemented, catalog # 42532006702, lot # 63506421; palacos non-antibiotic bone cement ,catalog # 00111214001, lot # 8233442; ve ps articular surface, catalog # 42522400510, lot # 63493374. This bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-00272, 0001822565-2018-00273.

Event description:
It was reported that patient underwent total right knee replacement. After a few months, the patient was experiencing pain. Lab work and x-rays indicated aseptic loosening of the tibial component. The surgeon performed a revision surgery due to loosening of tibial component.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned tibial component identified scratches anteriorly near the cut out for assembly with the articular surface inserter. The tibial component also had bone cement on the distal surface. The component width was measured and found conforming to print specifications. The articular surface was also returned and showed wear on the mating condylar surfaces. One page from the primary operative notes was provided indicating the patient underwent right total knee arthroplasty due to osteoarthritis and psoriatic arthritis. The description of the procedure was not provided. Hcp review of the returned x-rays identified radiolucency along the bone cement interface diffusely at the tibial component and focal lucency seen at the tip of the tibial stem at the cement and hardware interface. Overall implant size and alignment were noted to be appropriate. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00272 - 1, 0001822565 - 2018 - 00273 - 1.